Event description:
It was reported that the patient expired due to cardiac arrest. The patient's family called 911 from home and the patient was brought to an outside hospital where cardiopulmonary resuscitation was initiated in the field and was performed for approximately an hour. There was no return of normal rhythm/stable status. The patient was not a candidate for escalating therapies and time of death was eventually called in the emergency room. It was noted that the patient had not been feeling well the day or 2 prior but refused to come in or call. The left ventricular assist device (lvad) functioned as intended without any issues or alarms. The lvad was not explanted will not be returned. The autopsy will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported cardiac arrest and patient outcome cannot be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.